Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a procedure in an unspecified, mildly calcified artery, located below the knee, the fox sv balloon ruptured at 4 atmospheres during the first inflation. The catheter was removed and a non-abbott device was used to complete the procedure. There was no adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B) (4). The device was not returned. Without device analysis, a cause for the balloon rupture could not be determined based on the reported event. A review of the device lot history record did not reveal any non-conformity which could have contributed to this event.